Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor - rewind issue. It was reported that the rewind would stop prior to completion. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: call service alarms 078-0008 and 064-0008 were observed in the black box and the pump¿s alarm history. However, during the testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no issues with observed with the rewind functionality. No call service alarms were duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Correction to serial #.